Event description:
It was reported, the pt had fallen. Since the fall, the pt has been unable to receive adequate coverage. The pt may undergo x-ray to check lead placement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.